Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the right coronary artery (rca). The lesion was pre-dilated with a 2.5 mm balloon. The physician deployed a taxus express2 8.8% 2.5 x 20 mm drug eluting stent at 10 atms. The balloon deflated completely, but the balloon was sticking to the stent. The physician inflated again to 12 atms, then deflated and the balloon was still sticking. He inflated to 14 atms, deflated, and the balloon released. There were no pt complications reported.